Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The pump event log noted multiple "no disposable" alarm messages were recorded. Functional testing included use testing. The pump was powered up and the double beeping, "no cassette attached" alarm was unable to be duplicated with or without the disposable attached. Sensor testing found the cassette detection sensors as functional. The upstream occlusion sensor was recalibrated and the downstream occlusion sensor was replaced as a preventative measure. The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep no cassette alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.